Event description:
It was reported that the patient received a vibratory alert from their device. The patient presented in clinic and device interrogation revealed low impedance on the atrial lead. Past interrogations revealed that there was a sudden drop in atrial lead impedance. No intervention was performed. The patient was asymptomatic and would be seen for a follow-up in clinic.